Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed a lead safety switch (lss) alert. The patient was seen in clinic and noise was able to be produced on the lead with pocket manipulation. Pace impedance measurements were sampled and ranged from 400-480 ohms. It was noted that on daily measurements that the pace impedance was 220 ohms. The lss alert was reset and the lead will continue to be monitored. At this time, the lead remains in service. There were no adverse patient effects reported.